Manufacturer narrative:
H.6. Investigation summary: material #: 367257. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that during use with the bd vacutainer® safety-lok¿ blood collection set, the sleeve does not function correctly. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from portuguese: customer reports that the distal needle cover does not return after sample acquisition when using 21g safety lock wingset.

Event description:
It was reported that during use with the bd vacutainer® safety-lok¿ blood collection set, the sleeve does not function correctly. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from portuguese: customer reports that the distal needle cover does not return after sample acquisition when using 21g safety lock wingset.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.